Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the roll direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Further inspection found a loose mounting screw of the clamping pulley on input #5. The loose resulted in loss of tension of the correlating grip cable and attributed this to the fact that the handles could no longer be opened reliably. The probable root cause is attributed to a loose clamping pulley screw.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the tip of the prograsp forceps instrument was observed not rotating or moving as intended. Issue occurred on the first use of the instrument. A backup instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay. Intuitive surgical (is) obtained the following additional information regarding this event: the device was inspected prior to use and no damage or anything out of the ordinary was observed. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The surgeon could control the instrument but it had some delay and did not exactly reflect the movement made by the surgeon. The movements of the surgeon scaled appropriately to the instrument (e.g., distance intended matched distance instrument moved). The timing of instrument movement was appropriate (e.g., instrument moved when surgeon commanded movement without delay/lag). There was no shakiness and/or friction experienced/observed, no instrument-to-instrument or system arm-to-arm interference nor external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was persistent. There was no injury to the patient as result of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A review of the provided image was performed by an isi failure analysis engineer. The video shows the instrument moving in different directions. Roll and pitch motions are performed multiple times, and the grips open and close a couple of times as well. It is difficult to assess whether the motion is imprecise or unintuitive without seeing the motion of the hand controls as well.